Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a synergy ii us mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found severe stent damage; struts were stretched and pulled distally over the tip of the device. The proximal struts were stretched and pulled proximally over the proximal markerband. A review of the manufacturing crimp data for this device was reviewed and the maximum stent profile was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.50 x 38 synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and moved on balloon.